Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair via the totally extraperitoneal (tep), in mesh insertion, the valve seal of the device disengaged. It was noted that air did escape, but it's not a significant loss. No component fell into the patient's cavity. To resolve the issue, the surgeon removed the seal from the trocar, wrapped wet gauze around the endoscope shaft and placed it into the trocar, which acted as a pseudo seal. The case was completed using the same device. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic inguinal hernia repair via the totally extraperitoneal (tep) approach, the valve seal of the device disengaged. The issue occurred during the insertion of a progrip mesh. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the main valve seal was disengaged. Only the main valve seal was received. It was reported that the seal disengaged and there was leaks. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: follow all mesh manufacturer instructions on how to prepare the mesh and how to introduce it through a trocar. Never attempt to force a mesh through the trocar. Before introducing a mesh, consult the mesh instructions for use to confirm its compatibility with the selected trocar size. Excessive force used to insert mesh through the trocar may lead to trocar seal disengagement as well as textile damage and/or impact mesh deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.